Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. "

Event description:
It was reported that unspecified bd safetyglide syringes had the following problems. Safety mechanism - failure (6). Needle clogged/blocked (13). Leakage (10). Scale marking missing (5). Needle and syringe separate / spin out (3). Needle stick (13). The following was reported by the initial reporter: "it was reported via survey response that the clinician experienced needlestick injury after patient use prior to safety mechanism activation (7), needlestick injury after patient use after safety mechanism activation (locked over needle) (6), needle clogged (10), unable to inject medications (3), needle detaches from syringe (3), scale marking missing/illegible (5), needle pulled out of hub (2), leakage (10), safety system doesn't trigger (6), needle bends (8). Additional information related to what leaked and from where states: "medication" "the syringe" additional information to nsi prior to safety activation states: "it didn¿t close properly." Additional information to nsi after safety activation states: "no further information to add". Additional information related to impact of safety system doesn't trigger states: "a puncture." Additional information related to impact of needle bends states: "a puncture."."